Manufacturer narrative:
Investigation confirmed that the occlusion did not shift during pump testing. Occlusion was only altered when pump hard stops (e.g. Lid open) occurred while the pump was running at high rpms. The pump operated as intended in all other test scenarios. This is not considered a fault of the device as it occurs due to the particular user workflow making the device prone to this issue.

Event description:
User reported that the roller pump lost occlusion over the course of the case, resulting in a difference between measured and calculated flow. There was no patient harm.